Event description:
There was resistance in retracting the needle into the needle guard housing and the needle did not retract all the way back. The clinician sustained a needlestick. The clinician had follow-up titres drawn as part of the hosp's protocol. The sample was discarded.